Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
That the customer experienced hypoglycemia. The customer's blood glucose value was 25 mmol/l at the time of incident and current was 6.9 mmol/l. Customer reported they sensor issues too. The device will not be return for analysis.